Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutoff unexpectedly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided. Cause of the elevated bg was unknown. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.